Event description:
The device was returned for a valve 6 failure. Upon powering up, the pump alarmed. The device was reverted to manufacturing mode and functional testing was performed. The pump failed recharge test for negative recharge but passed for positive. No additional damage was identified during investigation.

Event description:
The following has been reported: biomed reported: pump failure alarm no patient harm/infusion stoppage reported. A preliminary review of the logs identified the following issue: pneumatic valve actuation failure (valve 6) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.